Event description:
This 41-yr-old female underwent bilateral augmentation in 1974. The procedure was performed at another facility, therefore the MFR of the device is unknown to this reporting facility. The pt presents with breast pain and a baker 4 capsule bilaterally. An MRI did not demonstrate any evidence of gross leakage or rupture. Explanted breast implant gross exam: bilateral rupture of silicone breast implants.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.